Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device displays a solid red x. Asked (B)(6) for more info. (B)(6) clarified the display was reported as blank after the device powers up. There was no patient involvement.